Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer changed the set/reservoir. Customer has changed it twice now. Customer's blood glucose level was 4.2 mmol/l. Customer stated that the alarm occurred during fill cannula. Customer does not use the sensor feature. Customer stated that they are able to rewind the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.